Event description:
It was reported prior to routine generator change out that the right ventricular lead displayed oversensing due to noise. The lead remains implanted and will continue to be monitored. Patient status was unknown.